Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The users hearing performance reportedly decreased in (B)(6) 2024 compared to before. Reimplantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The users hearing performance reportedly decreased in (B)(6) 2024 compared to before. The user has been reimplanted.

Event description:
In (B)(6), the patient complained that he was hearing worse than before, during a fitting revision in that month some electrodes appeared in hi (e4,e5,e7,e9,e10,e12), they were deactivated and the patient was hearing better. Last friday the patient underwent a new fitting revision, a new hi electrode appeared during the ift (e8). An e-ift was performed and fluctuations were observed in the continuous measurement in the e2, e7 and e11 while the patient was moving his head from side to side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.